Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clincian, the device displayed a "02 supply pressure high failure-1041" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to (B)(4); extensive damage on the smart pneumatic module was observed which is indicative of a blown fuse. Follow-up communication with the customer indicated that the user set the device from 75 to 80 psi. Per device specifications, the device should not be set to more than 55 psi. The smart pneumatic module was replaced to resolve the condition. The customer was provided a user manual. The device was then recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the device. The device has not been returned to zoll for evaluation.